Event description:
It was reported that there was an unknown pump and catheter issue. A catheter dye study was performed. The results are unknown. The medication/treatment was no longer effective and the rate had been increased. There was onset of increased tone/spasms. The patient had a workup for possible discitis. The drug being infused via the pump was lioresal

Event description:
It was reported that this hospitalized patient had osteomyelitis and requested the pump and the catheter be removed. The physician inquired of titration to avoid withdrawals as this device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n163061021, implanted: (B)(6) 2008. Product type: catheter. (B)(4).